Event description:
Additional information was received that approximately two years after the initial event, the patient's generator was replaced. When this left ventricular (lv) lead was connected to the new cardiac resynchronization therapy defibrillator (crt-d) oversensing was noted. The field representative consulted with boston scientific technical services (ts) and potential programming options were discussed. No adverse patient effects were reported related to this observation.

Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead was exhibiting a low lv pacing percentage due to oversensing on the lv channel. Lv pacing thresholds were somewhat high, and concern was expressed that the lv lead may have moved since implant. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
The physician elected to program lv lead sensing off. Current records suggest that this lv lead remains implanted at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
At this time, evidence suggests that this lead remains in service. As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.